Event description:
A low glucose reading issue was reported with the Abbott Diabetes Care (ADC) device. The customer observed lower sensor scan results compared to unspecified readings from a built-in precision meter and experienced a headache. A diagonal downward trend arrow was noted, indicating glucose was falling at a rate of 1¿2 mg/dL per minute. The customer consumed one can of cola and a quarter portion of sugar, then contacted firefighters. The customer received advice over the phone and self-administered 2 IU of NoVo Rapid insulin. There was no report of death or permanent impairment associated with this event.The customer received sensor scan results of 58 mg/dL compared to readings of 355 mg/dL respectively obtained on a built-in precision and the results, when plotted on a Parkes Error Grid, fall into the D Zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown if these readings were taken during the actual medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.